Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that for over a year, the patient has only been able to connect to her implantable neurostimulator sporadically. Two days prior to the report, the patient thought that she was charging her implantable neurostimulator, but on the day of the report, she was receiving a reposition antenna message on her recharger and a poor communication message on her patient programmer. The patient noted that she is blind and falls often. One of the times, she thinks that her implantable neurostimulator flipped.